Event description:
The customer reported no image during inspection for use involving an olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
E1 - (initial reporter establishment name)- (B)(6) date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.